Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported during a shift check, that the autopulse platform displayed a user advisory (ua) 42 (force overload tripped) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis on 09/16/2015. Investigation results as follows: visual inspection of the returned platform was performed which found that the patient head assembly was cracked, the motor cover, top cover and encoder were damaged. The battery partition cover was also observed to be missing. The physical damages observed during visual inspection are unrelated to the customer's reported complaint. A review of the autopulse platform's archive was performed and no user advisory (ua) 42 messages were observed on or around the reported event date of (B)(6) 2015. However, unrelated to the reported complaint a user advisory (ua) 12 (lifeband not present) message was observed on the reported event date. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint was unable to be duplicated. The autopulse was run with a large resuscitation test fixture for 15 minutes and no user advisories or faults were observed. Based on the investigation, the parts identified for replacement were the top cover, motor cover, encoder cover, battery partition cover and patient head restraint assembly. In summary, the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 42 was not observed during review of the archive or during functional evaluation. Unrelated to the reported complaint, the autopulse platform displayed a user advisory (ua) 12. There were no device deficiencies found during investigation which could have caused or contributed to the ua 12. Per the autopulse maintenance guide (p/n: 11653-001), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and the drive shaft can freely rotate after insertion. After replacement of all the parts identified during investigation, the platform passed all final functional testing criteria.